Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after left atrial treatment, a guidewire was placed at the apex for cavotricuspid isthmus (cti), but the fixation was poor. When pushing and pulling the wire a few times, it suddenly got stuck and wouldn't move. Upon removing the loop catheter from the body, myocardial tissue was found attached to the step portion of the catheter and wire, revealing the cause of the sticking. Although cavotricuspid isthmus cti treatment was not performed, the loop catheter was re-inserted for superior vena cava (svc) treatment. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. )

Event description:
It was later reported that the "step" where the tissue was found, refers to the tip of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files containing an image file were returned and analyzed showing what could be myocardial tissue. The reported myocardial tissue was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.